Event description:
It was reported that, during an endoscopic procedure, the fiber was used for 150 minutes, and the patient experienced hematuria after the procedure and before patient discharge, due to large size of the lithiasis. There was an initial follow up visit on (B)(6)2024 and no subsequent follow up visits. There was no relationship reported between the hematuria and the device itself. The procedure was completed using the original device and it was reported there was no device issues.

Manufacturer narrative:
Exact age at time of event is not available. Reported patient age: greater than 80 years old.